Manufacturer narrative:
The philips remote service engineer(rse) reviewed the audit log and found that the device did alarm as expected. The reported problem was not confirmed. There was no product malfunction.

Event description:
Customer reported that the desat alarm was not called for room 405. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that the desat alarm was not called for room 405. The device was in use on a patient. There was no report of patient or user harm.